Event description:
It was reported that the touchscreen became shattered while the customer was playing soccer. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump and has insulin pens if needed for continued insulin therapy.